Event description:
Revised due to plastic instability after a fall.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding trauma resulting in revision involving a triathlon insert was reported. The event was not confirmed. Conclusions: based on the information provided the patient experienced a fall which ruptured her posterior cruciate ligament leading to revision surgery. Revision surgery has been performed with exchange to ps implants that provide a more built-in stability to the knee.

Event description:
Revised due to plastic instability after a fall.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.